Manufacturer narrative:
The device was returned intact and functional; the device weighed 2.6g over specification. D6a- if implanted, give date: (B)(6) 2020.

Event description:
Right-side capsular contracture baker grade 3.